Event description:
The customer did not report a malfunction. During inspection of the deflectable videoscope, distorted image was found. The most likely cause of the reportable malfunction is electrical component problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.